Event description:
Customer reported that they have obtained an erroneously elevated accu tni result from the access 2 instrument. During the investigation, the following was discovered: a sample had an accu tni result of 1.07 ng/ml. The sample was repeated and an accu tni result of 0.01 ng/ml was obtained. According to the customer, the lab has not been informed of any other injury requiring medical intervention or change in the patient treatment that can be attributed to this event.